Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead was oversensing with a high sensing integrity count (sic) and non-sustained ventricular tachycardia (nsvt) episodes. The lead was reprogrammed and remains in use. The patient¿s follow-up scheduled was shortened to three month intervals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the oversensing continued and the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.